Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the atrial lead exhibited noise over-sensing resulting in inappropriate mode switch episodes. No intervention was performed. The patient was in stable condition.